Event description:
It was observed that during the device evaluation, the rigid video scope exhibited damaged to the fibre bonding in the outer tube area (distal end). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunction was identified during the device evaluation: damaged fiber bonding in the outer tube area (distal end) a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.